Event description:
During percutaneous transluminal coronary angioplasty, the stent was positioned across the area of stenosis and deployed at 18 atms. Pt developed chest discomfort hypotension & ventricular arrhythmias. Extravasation of contrast consistent with coronary perforation. Pt was intubated and taken to the or for coronary artery bypass grafting & pericardectomy for cardiac tamponade & rupture of the circumflex coronary artery.